Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. The device has been identified to be part of masimo recall and is assigned recall #z-1187-2013. The customer has been notified of this recall.

Event description:
It was reported that the unit turns on and off on its own. There were no consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation component c200, which is part of the battery charging circuitry, was found broken off of the system board likely due to pressure against inside casing resting/standoff point. A piece of the plastic case was also broken off and loose inside the device. Additionally, the battery power fuse f3 on the system board is open circuited. Battery charging and battery power to the device is not possible with the f3 fuse open circuited. The fuse was potentially blown due to c200 broken off system board. The customer complaint of unit turns off and on, on its own was not confirmed, but was possible due to loose flex cable between keypad and ui board caused by ui board j3 connector locking tabs not being locked closed.